Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. Insulin pump was received with a constant flashing medtronic logo on the display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to a constant flashing medtronic logo on the display. Unable to download firmware using crest due to a constant flashing medtronic logo on the display. Unable to download history files and traces using thus due to a constant flashing medtronic logo on the display. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original electrical board was cleaned and installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a constant flashing medtronic logo on the display noted. The original electrical board was cleaned and installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original electrical board was re-installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the aa 1.5volt battery and continued to download. Insulin pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. A constant flashing medtronic logo on the display was confirmed due to corrosion on the electrical board. Critical pump error (open book image) alarm was confirmed due to corrosion on the electrical board test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Unable to download history files and traces using thus due to a constant flashing medtronic logo on the display. A constant flashing medtronic logo on the display was confirmed due to corrosion on the electrical board. However, a test electrical board was used and continued to download. Critical pump error (open book image) alarm was confirmed. Unable to download firmware using crest and or history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to download firmware, history files and traces due to corrosion on the electrical board. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.